Event description:
The customer reported that he was hospitalized after experiencing a diabetic coma. The customer stated that his blood glucose reading was approximately 28 mg/dl at the time of admission. The customer has not used the insulin pump since the event, and his doctor wants him to go back on it on (B)(6) 2012. However, the insulin pump has not battery appears to be stuck inside the battery compartment. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received without a battery cap or battery. The insulin pump also had a broken belt clip slot. Battery anomaly was noted with a test battery.